Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm reading was 100mg/dl and 105mg/dl. The finger stick bg values were 170mg/dl and 188mg/dl. They did not wait the advised ten minutes since the calibration before comparing the bg values. They also did not enter the finger stick bg value exactly as they appeared on the meter within five minutes of testing. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.